Event description:
The customer reported that the system made a loud pop sound in the monitor cart and would not function.

Manufacturer narrative:
The ge service rep removed and replaced the ps1 power supply. He verified that the output power is +5. 0vdc and +12vdc. The system is now functioning as intended.